Manufacturer narrative:
As of 08/11/2009 the handpiece has not been returned for eval. No conclusion can be drawn.

Event description:
It was reported by the sales rep that the handpiece got very hot during a procedure and melted the bur guard. As soon as the customer noted the bur guard was melted, the handpiece was exchanged for another handpiece they had on hand. There was no pt or user injury reported. There were no reports of any adverse pt or user event associated with this malfunction.